Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. The lead was unable to placed in the same location due to scar tissue, therefore it was placed at a different level. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - adverse event problem - updated device code to reflect analysis of fracture. The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.